Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the configuration file of the imaging system was corrupted. Re-installation of the configuration file restored functionality. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system could not complete motions when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Initial reporter updated to the proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow up 1 submission aware date was 1/11/2019. If information is provided in the future, a supplemental report will be issued.